Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-06093. Correction: this MDR is being submitted to correct the submitted expiration date under d4. H11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6005175 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported]. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005175 was manufactured according to the wi version 110 manufactured in the linea #7, on 23/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure. .

Event description:
To date no additional patient or event details have been received.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Between (B)(6) 2024 to (B)(6) 2024, it reported that patient faced issue with fifteen infusion sets and the insertion site was abdomen for all the events which leads to hardening of stomach tissue. The events occured within 3 or more hours of insertion. The infusion sets had been used for 2 days. The blood glucose level was high with the presence of traces of ketons at the time of the events so the patient was hospitalized and treated with correction injection via mdi along with fentanyl to treat pain. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1879862 - device 12 of 15.